Manufacturer narrative:
Additional information: date received by manufacturer ¿ 28aug2018. Device evaluated by manufacturer ¿ no ¿ no device was returned for evaluation. Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account communicated that the patient expired due to a stroke on (B)(6) 2018, having not regained consciousness post-surgery. Additional information was reported stating that (B)(4) was not explanted, and would not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding, stroke, and death as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient expired on (B)(6) 2018 due to stroke. No additional information was provided.